Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic arch artery. A 5.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was selected for use. During the procedure, a balloon pinhole ruptured upon third inflation at 10 atmospheres. The device was removed without any problem and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.